Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported rn called to bedside, mother reported blood on ground. Rn at bedside noted a puddle of blood and fluid on ground. IV lines discarded, pac flushed with blood return, new lines administered. Rod notified. Rod came to bedside to assess patient. IV line noted to be... No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported rn called to bedside, mother reported blood on ground. Rn at bedside noted a puddle of blood and fluid on ground. IV lines discarded, pac flushed with blood return, new lines administered. Rod notified. Rod came to bedside to assess patient. IV line noted to be... No other information was provided.